Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A revision procedure was completed, and a new device implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A revision procedure was completed, and a new device implanted. No adverse patient effects were reported. Additional information was received that this device was discarded at the facility and will not be returned for analysis.